Event description:
Sales rep reports that one of his customers experienced two screws breaking during insertion. The surgeon used an endobutton on the femoral side and a 9x30mm calaxo screw on the tibial side. The surgeon drilled a tunnel of 9mm. He created a notch with a rongeur, made two turns and the screw cracked and was removed. The surgeon made a bigger notch and used another 9x30mm calaxo screw and it also cracked after a couple of turns. It was removed and replaced with a third same size screw and it cracked. The screw was removed and replaced it with an arthrex bio screw without any problems. Sales rep. Said this dr already used 10 calaxo screws with great success. It was confirmed that the surgeon was using a soft tissue allograft and drilled a 9mm tunnel. A dealy of less than fifteen minutes resulted. No pt injury or complications took place.